Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) viewer to resolve the 319 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ssc viewer was analyzed and found to have communication errors. The complaint was confirmed based on investigation results, which indicates that the device may have contributed to the customer reported issue. The issue was caused by an incorrect revision of the viewer being initially received and installed, which led to system faults (319 errors) during startup, indicating that certain nodes were not responding. This was identified as a printed circuit assembly (pca) error with a hard doa type. The correct revision of the viewer was later acquired and replaced, which resolved the issue, allowing the system to be tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, 319 faults occurred and the system indicated that the consoles were not connected. The technical support engineer (tse) was unable to review logs as the system was not populating any. The staff performed both a power cycle and a hard cycle, but the issue persisted. The procedure was completed as planned with no reported injury.